Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to attempting implant, the physician exercised the helix with the provided rotation tool outside the body to assure adequate extension. The physician felt the helix did not extend properly. A different lead was used. No patient complications have been reported as a result of this event.